Event description:
It was reported that a malfunction occurred, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset instructions and assisted the customer in resetting the pump, ensuring it did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared.